Manufacturer narrative:
The investigation for the reported access site bleeding issues has been completed. The impella device has not been returned for evaluation. Clinical details were sufficient to determine the root cause. The cause of the patient injury was most likely patient condition related and related to the patient's multiple chronic conditions. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported days after impella cp removal, the patient experienced retroperitoneal bleeding. Two blood products were administered. The physician noted no causal relationship between the impella procedure and bleeding, referred to multimorbid intensive care unit (ICU) patient as contributing factor. No further information is available.